Event description:
Reporter indicated that the surgeon used a ks-1 aq2017 9.0d preloaded injector. Prior to delivery in to the eye, the plunger of the device overrode the lens and it became blocked. There was no patient contact.

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Device evaluated by the manufacturer? No. Device was not returned. Work order search (other) a device work order search was performed and five similar complaints were found within the work order. Based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).